Manufacturer narrative:
The end-user was reported to have been hospitalized following a hyperglycemic event while using the ilet. This situation can result in acute metabolic decompensation requiring medical intervention. Engineering log review indicated the ilet was functioning as intended, with no device malfunction identified. Device data showed hyperglycemia despite insulin dosing, indicating there may have been a failed infusion set or some other failure along the fluid pathway resulting in insufficient insulin delivery. Based on the available information, this may have contributed to the reported hospitalization, but a causal relationship could not be confirmed. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the end-user experienced hyperglycemia and was hospitalized. Treatment and outcome were not reported. No long-term health effects were reported.